Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The physician could not cross the lesion with a 2.50x24mm taxus express2 drug eluting stent. The target lesion being treated was located in the moderate tortuous and calcified mid left anterior descending (lad). After the device was removed outside the patient's body, it was noticed that the distal part of the device got lifted. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status reported as "good".

Manufacturer narrative:
Examination of the device found the device was returned with the stent moved distally 5mm from the distal side of the distal markerband. The distal section of the stent was damaged; the first row to the sixth row of the distal side had struts that were misaligned. Examination of the device found kinks along the entire length of the hypotube. A recommended size product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.